Event description:
It was reported that the ipg would not connect to the remote control and would not charge despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.